Manufacturer narrative:
Therapy cable, therapy connector. Medtronic observed a low voltage pin from the therapy cable connector broken off and stuck in the corresponding pin socket of the device therapy connector.

Event description:
According to the reporter, while demonstrating the device to a class, the device alarmed connect cable when the therapy cable was already connected to the device. The reporter stated that the therapy cable was removed and replaced with standard paddles, but the device still did not operate properly. The reporter said the instructor inspected the connection and observed a low voltage pin from the therapy cable broke off and stuck inside a pin socket of the therapy connector. The standard paddles connector was also inspected and a low voltage pin was observed to be bent over. There were no reports of any adverse affects from the observed discrepancies.